Event description:
It is reported that the broach impactor broke while impacting.

Manufacturer narrative:
Evaluation summary: as returned, thumb pin has fractured off and the threaded end is still lodged in the locking pin. The locking pin and the sprint are returned loose. The knurled section of the impactor sleeve shows heavy impact marks on anterior side. It is reported that it broke during impacting. It is possible that the pin got impacted accidentally and broke. Evaluation: a portion of the thumb pin was returned captured within the locating pin. The remaining portion of the device was not returned with the complaint for review. Scanning electron microscopy analysis indicates the fracture occurred due to overload. Energy dispersive spectroscopy analysis confirms the material composition. The impactor has a manufacture date of august 2005. Numerous strike marks are observed on the knurled section of the device. Additionally, the device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications. Ths reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.